Event description:
It was reported that a drill bit punctured through the inner and outer packaging. The device was found in inventory and never used on a patient.

Manufacturer narrative:
A visual inspection of the returned device revealed the distal tip of the drill bit had punctured through the tip protector and through the tyvek side of both the inner and outer pouches. The review of stryker sustainability solutions' (sss) procedures confirmed appropriate procedures are in place to detect damage to the device packaging prior to chipboard boxing the product, and boxing damage after the product returns from sterilization and prior to the product's final release from sss. The packaging system for the drill bit has been validated to withstand the rigors of the distribution, storage, and handling of the device. Since appropriate controls are in place to ensure devices are in acceptable condition prior to release from sss, and the packaging system has been validated to withstand the rigors of the distribution, storage and handling processes, it is most likely that the damage occurred after the device left sss. Based on the distal tip of the drill bit pushing through the tip protector, then through the double pouching, the most probable cause of the observed damage is likely attributed to improper handling after the device left sss. Due to the infrequency of this type of complaint, no trend analysis is available.